Event description:
The customer reported to customer service that she has developed mastitis 2 to 3 times and that there is still milk in her breasts after she is done pumping with her breast pump.

Manufacturer narrative:
Customer service completed troubleshooting over the phone with the customer and determined that the customer was not adequately replacing and was over-cleaning the parts/accessories for her breast pump and the membrane was worn and caused low suction. New parts/accessories were sent to the customer. In follow up with the customer, she indicated that she pumps for her baby while she is at work and breast feeds when at home. She has had mastitis once and several clogged ducts on different occasions, all happening during the work week when she was pumping but not when she was at home breast feeding her baby and she felt like she couldn't really release until she was home and breast feeding. Her primary care physician diagnosed the mastitis and prescribed amoxicillin. She received the replacement parts/accessories and the pump is working a lot better. Her mastitis has resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)}. The customer was not asked to return the pump, as the issue involved the parts/accessories and was resolved with replacement parts/accessories. The customer issue was due to inadequate replacement and cleaning of the parts/accessories. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.